Event description:
The customer reported that the system displayed characters and then shutdown and reboot itself without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor board and control panel input/output board were replaced. The system was then found to be operating as intended.